Event description:
It was reported to philips that the system intermittently fails to shut down due to a flexviewing pc communication issue on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Monitoring system: no permanent fix implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).